Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd). Therapy was ongoing. The cause of the peritonitis was unknown. The patient was treated with cefazolin ip (dose and frequency were not reported) for the peritonitis. On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event of peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A week after being discharged from the hospital, the patient became sick and was re-admitted to the hospital for the ongoing case of peritonitis. The cause of the peritonitis was the patient made mistake/touch contamination, further described as the patient touched the end of the pd catheter. The patient was treated with cefazolin, 1000 mg daily for 1 week (route not reported), for the peritonitis. Pd therapy was discontinued, the pd catheter was pulled, and hemodialysis was initiated. The patient was discharged from the hospital. At the time of this event, the patient was recovering from the event of peritonitis. Due to the information received, it was determined that use error was the cause of the peritonitis. As a result, the capd disconnect y-set is no longer a suspect product. All further investigations of this event will be documented in report number 1416980-2013-03640.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot numbers h12k05052 and h12j05013 and no exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.